Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was removed for cleaning. It was noted that the gray hard plastic section of the mcs tip cover accessory was open and charred. Removal of the mcs tip cover accessory revealed a corresponding charred and eroded section on the mcs instrument. The surgeon stated that he noticed that the coag did not work normally when made aware by the surgical staff of the condition of the mcs instrument and tip cover accessory. The planned surgical procedure was completed using a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of tube extension has a hole approximately .265" x .143" burned through it. Localized melting and material removal around the hole is indicative of arcing. Disassembly of the instrument by engineering revealed that the tube extension, proximal clevis, and cables are charred in the same location as the hole. The tube extension does not exhibit cracking damage. The instrument also passed electrical continuity testing. No other damage was found. The site returned the mcs tip cover accessory used in the conjunction with the mcs instrument. Engineering observed that the ultem sleeve of the tip cover has an l shaped hole extending approximately .367" from the silicone to sleeve interface. The sleeve exhibits arcing damage that aligns with the arcing damage located on the mcs instrument tube extension. There is no damage to the silicon portion of the tip cover.